Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one sample from a pediatric patient. The initial result was 130 umol/l and was released outside of the laboratory. Due to the high result, the patient was brought back and a new sample was drawn. The creatinine result for this new sample was 42 umol/l. The customer then repeated the first sample from the patient and the result was around 42 umol/l. The specific repeat result could not be provided. The customer investigated further and found additional patient samples with questionable creatinine results. Of the data provided for eight patient samples, only the results for five patient samples were discrepant. Patient 2 initial result was 122 umol/l and the repeat result was 73 umol/l. Patient 3 initial result was 117 umol/l and the repeat result was 63/66 umol/l. Patient 4 initial result was 244 umol/l and the repeat result was 164 umol/l. Patient 5 initial result was 191 umol/l and the repeat result was 102 umol/l. Patient 6 initial result was 141 umol/l and the repeat result was 75 umol/l. The erroneous results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the gear pump pressure was low and replaced the gear pump head. He reset the wash levels for the cuvettes and ran calibration and qc which were acceptable. The customer performed precision testing. The customer reported no further issues after the service visit. The investigation determined a low gear pump pressure would cause carryover from the probes and confirmed the replacement of the gear pump head resolved the issue. The provided qc was reviewed and was found to be acceptable.